Manufacturer narrative:
Results of investigation: it was reported that a bicon-plus insert was replaced to correct a dislocation of the hip prosthesis. The device in question was not sent back for investigation and no batch number has been communicated. A review of the batch record or a product evaluation could not be conducted. A review of the complaint history revealed no other complaints for the device in scope. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment could not be performed. The stated failure mode could not be independently confirmed and the root cause stays undetermined. Based on available information the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Event description:
It was reported a medical intervention required to correct a dislocation of the hip prosthesis.